Manufacturer narrative:
The dirt was noticed prior to insertion of the intraocular lens, which reasonably suggests the lens was not implanted/explanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model zcb00v that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was dirt, a black dot in the middle of the intraocular lens zcb00v. It was noticed when inserting the lens into the cartridge. It was noted that there was no patient injury. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 7/20/2018. Device returned to manufacturer? Yes. Device evaluation: the reported lens was received and returned into the lens/insert case. Visual inspection using magnification was performed. No black dot or black particles were observed on the lens surface or haptics. Only white loose particles were observed on the sample compatibles with handling the lens out of the sterile environment. The reported issue as black dot was not confirmed on the return. No product deficiency was identified. The unit was handled and prepared for surgical use. The sample was sent to (B)(6) laboratories for analysis. The results of the (B)(6) consists of a mixture of inorganic species such as ¿dirt¿. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed no additional investigation request for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.